Event description:
It was reported that the pt fell on their chest. Since the fall the pt has not been feeling well and has experienced tremoring. Additional info has been requested from the hcp, but was not available as of the date of this report. Reference manufacturer report #6000032-2009-03617.